Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. No hardware errors or other assay issues were reported in conjunction with this event. A field applications specialist was dispatched on customer's site and verified that the assay and instrument were working within specifications. Per field applications specialist, the sample may not have been centrifuged using the correct speed. No further data could be provided, therefore, although a sample handling issue is suspected, it could not be verified. Complaint handling unit investigator provided information regarding fibrin interference to complaint originator who further discussed with the customer. Interference caused by fibrin is due to non-specific binding. When there is some fibrin, which may be invisible, it can bind nonspecifically to the antibodies used in immunoassay reagents and create false positive results. It is usually latent and disappears with time. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 08mar2021 the customer reported that on (B)(6) 2021 a non-reproducible erroneous elevated troponin I (access high sensitivity troponin I) result had been generated for one patient involving the laboratory's remanufactured dxi immunoassay analyzer (part number a25288 and serial number (B)(4)). The initial elevated access high sensitivity troponin I result was 521.067 ng/l. Upon repeat, a normal result was obtained (6.589 ng/l). The sample was retested 4 additional times and generated normal results (5.3, 5.5, 5.5 and 5.3 ng/l). A second sample from the same patient generated normal results (5.1, 5.3, 5.4 and 5.6 ng/l). A previous sample from this patient was also rerun and generated normal results (1.4 and 0.9 ng/l). The 99th percentile url (95% cl) for males is19.8 pg/ml (14.0 - 42.9 pg/ml). There was a report of change to patient care or treatment which occurred in connection with this event. The patient was under observation and underwent extra and invasive tests (no detail provided). There was no further report of an injury or illness to the patient attributable to the output from the device in this event. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within acceptable ranges at the time of the event. A field applications specialist was dispatched on 08mar2021 and verified that the assay and instrument were working within specifications. Per field applications specialist, (B)(6), the sample may not have been centrifuged using the correct speed. No further data could be provided. Complaint handling unit investigator provided information regarding fibrin interference to complaint originator who further discussed with the customer. Sample tube collection type was not provided. Sample processing information such as centrifugation time, speed and temperature were not provide. There was no report of sample integrity issues. No further sample information was provided.